Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of white residue in the auxiliary water flow channel could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device. Date of event is unknown. Additional information will be provided once available.

Event description:
The customer returned the gastrointestinal videoscope to the service center for evaluation of a separate issue. During device analysis, service repair technician indicated that the presence of white residue in the auxiliary water flow channel. There was no patient involvement.